Event description:
It was reported that during a total joint procedure, the mount of the blade broke. It was further reported that the broken pieces did not fall into the surgical site.

Manufacturer narrative:
The features that were measured in relation to the broken part were in specification. The geometry of the broken piece did not allow for all measurements to be taken.